Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: were x-rays taken to locate the needle piece(s)? No. Was the needle piece(s) retrieved during the same procedure? Yes. What was the size of the needle used? Was more than half the needle retained in the patient? Unk. Was there any additional tissue damage as a result of searching for the needle piece? No. What is current condition of the patient? Without any sequel. Procedure name and date? Laparoscopy / (B)(6) 2021. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Event related to mw # 2210968-2021-07612.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an (B)(6) 2021 and suture was used. When suturing the uterus, the needle broke. The procedure was completed successfully with another device. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/26/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: a suture needle was submitted for fractographic evaluation. The component was identified as product code c247. A fracture was observed in the body of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage, a cup-and-cone shaped fracture and macroscopic plastic deformation observed coincidental to the fracture provide additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.